Manufacturer narrative:
A replacement transformer was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation confirmed the customer reported complaint of exposed wires on power cord. A product evaluation also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is being assessed in investigation (B)(4). As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires on cord. The power supply was not plugged in and the voltage across the dc plug was not measured. Resistance across the dc plug was measured at 194 k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured at 42.6 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that her pump in style power adapter cord was frayed but no wires were showing. During the product evaluation on (B)(6) 2015, the technician observed a breached transformer housing, exposing inner electrical circuitry, which is a safety risk.